Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Cardiac pacemaker insertion [cardiac pacemaker insertion] case description: this case was reported by a consumer via call center representative and described the occurrence of cardiac pacemaker insertion in a female patient who received denture cleanser (japanese polident for partials(with sodium percarbonate)-mfc51038) tablet for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2023, the patient started japanese polident for partials(with sodium percarbonate)-mfc51038. On (B)(6) 2023, 1 days after starting japanese polident for partials(with sodium percarbonate)-mfc51038, the patient experienced cardiac pacemaker insertion (serious criteria hospitalization). On an unknown date, the patient experienced wrong technique in product usage process. The action taken with japanese polident for partials(with sodium percarbonate)-mfc51038 was unknown. On an unknown date, the outcome of the cardiac pacemaker insertion and wrong technique in product usage process were unknown. It was unknown if the reporter considered the cardiac pacemaker insertion to be related to japanese polident for partials(with sodium percarbonate)-mfc51038. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2023, the patient used japanese polident for partials(with sodium percarbonate)-mfc51038. On (B)(6) 2023, the patient was admitted to hospital for pacemaker operation (seriousness: hospitalization). Her dentures were remained soaked in japanese polident for partials(with sodium percarbonate)-mfc51038 during that time. On (B)(6)2023, she noticed that she had soaked her dentures in japanese polident for partials(with sodium percarbonate)-mfc51038 for a long time. She rinsed her dentures well with water. No further information is expected.